Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated and attributed to an open connector on the user interface module (uim) board. The user interface module board was replaced to resolve the report. The device underwent a complete calibration without any discrepancies. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.